Manufacturer narrative:
Recall number is z-0386-2019 for the model code 30893-07. Patient age and dob requested but not provided, however the event reportedly occurred in the ob department, therefore it is presumed that the patient was a female.

Event description:
The customer reported that the epidural tubing leaked during patient use in the ob department. The customer further states that they have experienced multiple pcea tubing leaks since (B)(6) 2018 and that the leaking is not occurring at the point of the luer-lock connection, but is leaking from the sheath that surrounds the tubing near the luer-lock. It is further noted that if there is resistance in the tubing set, the fluids leak out from the tubing. There was no patient harm.

Manufacturer narrative:
The customer¿s report that the epidural tubing leaked was confirmed. Visual inspection of the set noted no damage or any anomalies. Examination under magnification revealed some solvent channels at the exterior tubing and interior male luer surfaces that seemed more evident along the area of the yellow stripe of the microbore tubing. Functional testing confirmed leaking at the engagement of the tubing to male luer adapter. The root cause was not identified.

Event description:
The customer reported that the epidural tubing leaked during patient use in the ob department. The customer further states that they have experienced multiple pcea tubing leaks since may, 2018 and that the leaking is not occurring at the point of the luer-lock connection, but is leaking from the sheath that surrounds the tubing near the luer-lock. It is further noted that if there is resistance in the tubing set, the fluids leak out from the tubing. There was no patient harm.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the epidural tubing leaked during patient use in the ob department. The customer further states that they have experienced multiple pcea tubing leaks since (B)(6) 2018 and that the leaking is not occurring at the point of the luer-lock connection, but is leaking from the sheath that surrounds the tubing near the luer-lock. It is further noted that if there is resistance in the tubing set, the fluids leak out from the tubing. There was no patient harm.